Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant the atrial lead dislodged. The lead was turned off and will be revised in the future. No patient complications have been reported as a result of this event.